Event description:
While scanning patient's esophagus using a videofluoroscopic swallow chair, the fluoroscopy arm was moved too low and an alarm sounded. Movement functions of the fluoro arm then stopped and did not allow the arm to be raised, trapping the patient's legs. Upon investigation, there is a button on the main console and on remote control that will restore lifting capability to the fluoroscopy arm, but the staff did not recall that during the event.there are "hall effect" switches in the cowling that were replaced in 2008 and known to be functional at the time of the occurrence. These sense an obstruction and stop further movement. These were operational, as was the mechanism to restore the lifting function. It appears patient's low bmi may have contributed to events since chair is limited in height, and patient was low in the chair.